Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a lowest fingerstick blood glucose of 52 mg/dl and approximately 1.5 hours spent below range; the event did not involve alerts or alarms and was managed with oral glucose. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no professional medical intervention, no hospitalization, and no use of backup therapy beyond oral glucose. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed an unclear cause. It was concluded that the event was user-managed and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.